Event description:
It was reported that this inflatable penile prosthesis (ipp) was not pumping due to a fluid loss in one of the cylinders. The pump and cylinders were explanted and replaced. There were no patient complications reported.